Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for creatinine jaffe gen.2 on a cobas integra 400 plus. The initial result taken at 10:38am was 1.44 mg/dl the repeat result taken at 11:53am was 1.92 mg/dl during a service visit, a leak was identified at the sample probe connection. The positioning was corrected, followed by a new calibration and control measurements. The sample was repeated, yielding a result of 1.94 mg/dl. The questionable low result was not reported outside of the laboratory.

Manufacturer narrative:
The creatinine reagent lot number is 88689201. The expiration date was not provided. Following the service actions, the customer had no further issues. The investigation determined that the issue found by the fse was the root cause of the event.